Event description:
Heparin 25,000 units in 250cc d5w programmed to run at 9.2 cc/hour. Pump alarmed stating rate of 1cc - volume empty. Bag was full. Volume adjusted to 200cc. One hour later 200cc had infused. Rate 0. Volumne 440. Patient monitored for elevated ptt. Temp harm - no intervention required. Pump removed from service and sent to clinical engineering.